Event description:
It was reported that there was a grounding pad malfunction during the rfa procedure and as a result, the procedure was aborted.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The reported event was not confirmed. The logs on the reported event date revealed a grounding pad detection issue; however, the returned ionic rf¿ generator functioned as expected throughout the investigation. The reason for the event remains unknown.